Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported to cook by another manufacturer, during a pulse field ablation procedure, a safe-t-j amplatz extra-stiff support wire guide became stuck inside another manufacturer¿s catheter. An unknown dilator was pushed out of an unknown sheath upon attempted insertion into the right femoral vein and was subsequently repositioned under fluoroscopic guidance to complete entry into the vein. Reportedly, the cook wire, which had been advanced to the heart, ¿felt stuck but was eventually freed.¿ the wire, which developed a kink, was replaced while an unspecified transseptal system was in the right atrium. Prior to collecting voltage, cardioversion was performed, after which the patient, whose previous electrocardiogram showed chronic baseline st elevation, developed transient st elevation. A vasodilator was administered and a mild change in st elevation was noted, followed by resolution. Prior to ¿post mapping¿, only a sheath and another manufacturer¿s mapping catheter remained in the patient. Upon completion of the procedure and removal of the unknown sheath, a hematoma was noted at the access site, which resolved with application of pressure. The case was completed with pulsed field ablation, and the patient was monitored overnight. It was noted that the patient still had st elevation and had developed pericarditis from the ablation. No other complications were noted. Per the report from the other manufacturer, the adverse events (pericarditis, st elevation, and hematoma) involved use of different catheters. Per the other manufacturer, ¿there is no indication of a relation between adverse events to the performance and malfunction of the product (guidewire),¿ and no allegation that the wire caused or contributed to pericarditis, st elevation, or the hematoma. Per the reporter, ¿normally st elevation could not be related to the performance of the wire guide.¿ the reporter noted that potential causes of st elevation during ablation for atrial fibrillation may include embolism of air, gas, or thrombus to the coronary arteries, which could result in coronary artery occlusion. Additional/corrected information: e1: although the event was reported to cook by medtronic (canada), the event occurred in the us. User facility and contact information updated. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was slightly wavy near the proximal end, which could have occurred during return of the device to cook in an unprotected container. No other damage was noted to the wire. The lot number was not provided to cook, and a search of sales was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip¿. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. Although the patient¿s anatomy, procedural issues, and/or ancillary devices may have contributed to the event, this cannot be definitively determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to cook by another manufacturer, during a pulse field ablation procedure, a safe-t-j amplatz extra-stiff support wire guide became stuck inside another manufacturer¿s catheter. An unknown dilator was pushed out of an unknown sheath upon attempted insertion into the right femoral vein and was subsequently repositioned under fluoroscopic guidance to complete entry into the vein. Reportedly, the cook wire, which had been advanced to the heart, ¿felt stuck but was eventually freed.¿ the wire, which developed a kink, was replaced while an unspecified transseptal system was in the right atrium. Prior to collecting voltage, cardioversion was performed, after which the patient, whose previous electrocardiogram showed chronic baseline st elevation, developed transient st elevation. A vasodilator was administered and a mild change in st elevation was noted, followed by resolution. Prior to ¿post mapping¿, only a sheath and another manufacturer¿s mapping catheter remained in the patient. Upon completion of the procedure and removal of the unknown sheath, a hematoma was noted at the access site, which resolved with application of pressure. The case was completed with pulsed field ablation, and the patient was monitored overnight. It was noted that the patient still had st elevation and had developed pericarditis from the ablation. No other complications were noted. Per the report from the other manufacturer, the adverse events (pericarditis, st elevation, and hematoma) involved use of different catheters. Per the other manufacturer, ¿there is no indication of a relation between adverse events to the performance and malfunction of the product (guidewire),¿ and no allegation that the wire caused or contributed to pericarditis, st elevation, or the hematoma. Per the reporter, ¿normally st elevation could not be related to the performance of the wire guide.¿ the reporter noted that potential causes of st elevation during ablation for atrial fibrillation may include embolism of air, gas, or thrombus to the coronary arteries, which could result in coronary artery occlusion.

Manufacturer narrative:
E1: postal = (B)(6) phone: (B)(6). H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.